Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge/segmental resection, after connecting the cartridge to the handle, the opening and closing of the jaws was checked for us. At the second firing, when the doctor tried to perform firing, the device could not fire. The event occurred during the procedure but the product was not used on the patient. The procedure was completed with another device. The surgical time was extended by less than 30 minutes.